Event description:
It was reported that "foreign matter was mixed in the anesthesia circuit. It seems to have been mixed inside during molding". This occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H4: manufacture date is unknown; no information is available for the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used device was received for evaluation. As received a brown particulate was observed to be embedded inside the plastic at the top connection of the circuit. The cause of the issue was a molding error. Functional and visual tests were done and the reported issue was duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.